Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with oversensing of noise leading to pacing inhibition. An x-ray was taken which did not yield any significant findings. Thus a revision procedure was performed where the ra lead was tested on a pacing system analyzer (psa) and exhibited the high out of range pacing impedance measurements and noise. Subsequently the ra lead was surgically abandoned. The pacemaker was also electively explanted during the procedure. A new pacemaker and lead were implanted. No additional adverse patient effects were reported.